Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again.